Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the printer was printing intermittent gibberish or random print output. A technical support specialist (tss) accessed the server and reviewed the print server configuration, including the printers and queue list. The tss identified multiple configured printers and reviewed the queue status, noting that the relevant canon printer had no pending jobs, while another printer had a high number of pending print jobs. The tss verified that the printer model provided referred to hardware type and did not directly match the configured printer name and determined that the issue was associated with a different printer queue. The tss contacted the customer to confirm the correct printer from the server list and, upon confirmation, proceeded to clear the identified print queue. All pending print jobs were successfully removed, and the queue status was verified as clear. The customer confirmed that printing functionality was restored, and no further issues were observed. The tss followed up with the customer for verification and proceeded with case closure after confirmation was received. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer requested to clear the print queue. However, there were no delays or adverse events or injuries reported based on this event.